Event description:
I had my uterus removed in (B)(6) 2008. They used a trans-vaginal mesh. I began having severe pain and extreme difficulty with elimination. I had a procedure to correct vaginal erosion on (B)(6) 2011 at (B)(6) with no relief. I came back to (B)(6) where I had the partial hysterectomy and they have now referred me to (B)(6). I am now looking for a lawyer.